Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was taken to replace the lead.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.